Event description:
The reporter stated that the reporter did meter to hcp meter comparison tests, side by side. The results were 177 mg/dl on the reporter's meter, and 137 mg/dl on the hcp meter (also surestep). The reporter did not have any symptoms. No harm was alleged.